Event description:
It was reported that the patient experienced unspecified issue with the unspecified device. Additional information received stated that the patient stopped using the device two years after implantation because the device broke down. The implant was disabled in 2003 and imagining scan confirmed that. The device will be scheduled to be replaced sometime between the end of (B)(6) and beginning of (B)(6) .